Event description:
It was reported that the patient was diagnosed with shingles soon after the implant. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.